Event description:
See also manufacturer report 3004209178200905003. The patient could not adjust the stimulation. The programmer displayed a "call your doctor" icon. The device was in a power-on-reset condition. The patient had an appointment set for june 29. The outcome is unknown. It was not clear which device was involved. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)